Event description:
Related manufacturer's reference number: 2017865-2021-37374, related manufacturer's reference number: 2017865-2021-37384. It was reported that the patient presented in clinic for a follow up. It was discovered that there was an infection. The physician opted for a full system explant. According to the physician, the infection was due to the sterility procedures within the hospital. There was no vegetation on the leads. The patient was in stable condition.